Event description:
It was reported that patient had fall which was device related. The patient was hospitalized and now in a rehab facility. The patient was still getting good relief from the stimulator.